Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the spin collar broke and "the center snapped out."

Manufacturer narrative:
The customer complaint of the male luer spin collar cracking was confirmed per picture received from the customer. The root cause could not be identified from the picture.